Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: the battery compartment was cracked.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the battery compartment was cracked. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no allegation of an adverse event associated with this complaint.